Event description:
The device was returned for valve 1 failure. During initial testing the pump made an abnormally high number of leak checks before alarming. An internal investigation was performed and it was also found the lever boot retaining plate is cracked. The pump was reverted to manufacturing mode and underwent pneumatic hardware testing which it failed consistent with a defective valve 1.

Event description:
The following has been reported: biomed reported: "red service needed error." Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.